Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic ketoacidosis and customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso 10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso 11135 and eo residual levels in compliance with iso 10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso 10993 and sterility per iso 11135 prior to release. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's legal guardian that they had to call the ambulance to transport the patient to the hospital with mild diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose level reached 21 mmol/l (378 mg/dl) and ketones at 5.2 mmol/l while wearing the pod between 49 and 71 hours. When the pod was removed from the abdominal infusion site, the area was observed to be infected, with a painful, warm lump from which pus was draining. The pod¿s cannula was noted to have a slight crease. Symptoms reported include nausea, pain, vomiting, the patient having bright but really dark eyes. The patient was treated for their dka with an administration of unspecified intravenous fluids and fast-acting insulin pens and for their infection, administered unspecified oral antibiotics 3 times a day. The pod was removed and discarded at the hospital and a new pod was applied. The patient was discharged on the same day.